Manufacturer narrative:
The returned sensor was evaluated. During the testing, the sensor was unable to provide any readings. An error message was displayed on the monitor. The issue was attributed to a broken wire inside the sensor. The sensor did not have any visual damage or "stickiness" issues. The customer complaint could not be confirmed.

Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
Reportedly, "the new cord is so heavy it pulls the probe away from the foot/hand and is not able to sense properly. The probe does not retain 'stickiness' as long leading to changing the probe more frequently. They only seem to last about 3 days even when you change the little white circle sensor cover." There is no report of any patient impact or consequence as a result of the issue.